Event description:
It was reported that the 8800 system boot up stalled. This occurred after a case, prior to moving the system. There was no pt involved. No injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into svc.